Event description:
On (B)(6) 2025, the user requested assistance adjusting the continuous glucose monitor (cgm) target to a lower setting per clinical diabetes specialist (cds) recommendation. The agent guided the user through the steps successfully. At the time, the user had administered a manual injection of fast-acting insulin for high blood glucose (bg). The highest blood glucose (bg) recorded was 324 mg/dl. Blood glucose (bg) was corrected by insulin injection. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.